Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer had symptoms such as nausea and treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 213 mg/dl at the time of the call. Customer declined to troubleshoot for leaks, air bubbles, site or insulin issues. It was found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.